Event description:
It was reported that during implant the patient had left atrial appendage thrombosis. After implant the patient also had muscle stimulation near the implant site. The lead was reprogrammed and remains in use. Additionally, when exertional tachycardiac atrial fibrillation occurred, the implantable cardioverter defibrillator (ICD) falsely recognized that ventricular fibrillation occurred and started functioning. The device was reprogrammed and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.